Event description:
It was reported through an attorney, as a result of a legal claim, please be aware that this office has been retained to represent the following individual in relation to claim for personal injury resulting from the implantation of stryker¿s recalled rejuvenate or abg ii hip device.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no add¿l info is available at this time. If add¿l info is received it will be reported on a supplemental report.